Event description:
It was reported that the right atrial lead exhibited impedance greater than 2000 ohms in the bipolar configuration. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.